Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated prophylactically prior to gastric bypass surgery for a high risk of dvt/pe. The right femoral vein was accessed using a micropuncture technique. A venacavagram demonstrated normal ivc anatomy free of thrombus and identified the lowest renal vein. The filter was deployed below the lowest renal vein and appeared to be well positioned with no tilting. Pressure was held for hemostasis. There were no complications. Approximately six months post filter deployment, a retrieval procedure was performed. A retrieval catheter was passed over a wire into the ivc via the right internal jugular vein. A venacavagram demonstrated no thrombus on the filter but, the filter was found to be tilted. Despite multiple attempts using multiple catheters and sheaths, the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the medical records allege a filter was implanted successfully below the renal veins prior to gastric bypass surgery. Approximately five months later, the filter was found to be tilted during a scheduled retrieval attempt. It was reported that multiple devices were used in an attempt to remove the filter. The filter allegedly could not be removed due to the angulation of the filter. Based on the medical record review, filter tilt and an unsuccessful retrieval attempt can be confirmed. Per the reported event details, the filter was tilted. A tilted filter could lead to retrieval difficulties. It was reported that the patient had the filter implanted prior to gastric bypass surgery, per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible the filter became tilted during the bariatric surgery. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications/precautions: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. The safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately six months post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins prior to gastric bypass surgery. Approximately five months later, the filter was found to be tilted during a scheduled retrieval attempt. It was reported that multiple devices were used in an attempt to remove the filter. The filter allegedly could not be removed due to the angulation of the filter. Based on the medical record review, filter tilt and an unsuccessful retrieval attempt can be confirmed. Per the reported event details, the filter was tilted. A tilted filter could lead to retrieval difficulties. It was reported that the patient had the filter implanted prior to gastric bypass surgery, per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible the filter became tilted during the bariatric surgery. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately six months post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.